Event description:
It was reported that an anchorfast endotracheal tube fastener was applied to the patient on (B)(6) 2014. A ventilator assessment was performed by the respiratory therapist including tube holder being moved as per protocol, airway was suctioned and verification the airway was intact and she left the room. The nurses gave a bath and then called the respiratory therapist back to the room as the anchorfast did not look right. It was realized that the anchorfast had come apart with the clamp separating from the device. It was replaced with a new anchorfast device. The patient did not extubate.

Manufacturer narrative:
The hollister evaluation indicated that the device shuttle had most likely been forced off of the end of the shuttle track while in use.